Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06392. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat post hysterectomy vaginal vault prolapse, symptomatic rectocele, stress urinary incontinence and urinary frequency. It was reported that the patient underwent the concurrent procedures of sacrocolpopexy, lysis of adhesions, cystourethroscopy and posterior colporrhaphy. The patient had a history of two prior prolapse surgeries including two burch urethropexies and one abdominal sacrocolpopexy with cadaveric fascia. It was reported that patient underwent a mesh revision on (B)(6) 2011.